Event description:
Complainant alleged that during pt set up (age and gender unk) the device displayed "defib fault 76" and "defib disabled" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.